Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high pacing thresholds. The lv pacing output was programmed to 7.0 v at 0.7 ms. It was noted the lv pacing threshold has been high since implant (4.0 v at 1.2 ms). The representative suspected the lv threshold was not accurately assessed for some time, and the device was not effectively capturing in the lv until the pacing output was increased to 7.0 v. The patient was not symptomatic. The high lv pacing output contributed to the depletion of the device. During the replacement of the device for normal battery depletion, this lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.